Manufacturer narrative:
Based on the current information provided, the root causes of the operative complications noted within the article cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred within the article. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. The specific procedure/event dates and da vinci system serial #'s are unknown. This complaint is being reported due to the following conclusion: within the journal article titled, ¿single plus one-port robotic surgery using the da vinci single-site platform versus conventional multi-port laparoscopic surgery for left-sided colon cancer,¿ multiple operative complications were noted involving patients who had undergone da vinci-assisted surgical procedures. The causes of the operative complications are unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Field is blank because the even date is unknown. The expiration date is not applicable. Field is blank because the product is not implantable. Fields are not applicable field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
Intuitive surgical, inc. (Isi) became aware of a ¿the permanente journal" article titled, ¿a novel, structured fellow training pathway for robotic-assisted sacrocolpopexy¿ (catanzarite, t., tan-kim, j., et al., 2022). The aim of the article was to compare step-specific and total operative times for robotic-assisted sacrocolpopexy (rasc) performed by female pelvic medicine and reconstructive surgery (fpmrs) attendings with those in which fpmrs fellows performed part or all of the rasc. Additionally, further aim of the article was to compare complication and readmission rates by fellow involvement. The study included 178 rasc procedures for apical prolapse between 2012 and 2018. Within the journal article, operative complications involving da vinci surgical procedures were noted. Intraoperative complications included: 3 bladder injuries (including 1 sling trocar perforation), 1 bowel injury (involving "kocher clamp grasp of bowel during specimen removal), and 2 colpotomies. Most post-operative complications comprised uti and wound infection ( 7 abdominal, 2 suprapubic, 4 perineal). Furthermore, other 90-day complications included 1 case of syndrome of inappropriate antidiuretic hormone and 2 lower extremity neuropathies. There was 1 small bowel obstruction occurring 6 months post-operatively and was managed surgically. Per the article, 5 of the 37 complications (including trocar cystotomy and suprapubic/perineorrhaphy infections) arose from concomitant procedures and not rasc itself. Isi has reached out to the author to obtain additional information but has not yet received a response.